Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device lot history record review, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Manta was deployed and hemostasis was achieved. It was observed that the vessel became occluded due to the likely case of the footplate/anchor being improperly deployed. Images were sent by the account confirming occlusion. A telephone conversation was made with the representative who attended the procedure. The representative noted that the physician chose to perform the femoral access on the same side as av fistula and is unclear on the reasons of that decision. 14f manta was recommended by the representative however the physician decided to deploy an 18f manta. It is undeterminable what caused the occlusion and/or if the steps for deployment were followed correctly. The occlusion was successfully treated with a balloon.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient had a pre-existing arteriovenous fistula. The patient's femoral artery measured 6.2 mm in diameter and reportedly had no calcification present. The deployment depth for the manta vascular closure device (manta) was measured at 5.5 cm + 1.0 cm. The reporter stated there was no difficulty advancing or withdrawing procedure sheaths. The 23 mm valve heart valve was delivered using a 14f sheath. Hemostasis was achieved at closure with manta. Afterward, the femoral vessel was noted to be occluded and was treated with balloon inflation using a 7.0 mm balloon. The patient was reported to be in "good" condition.